Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and ¿a plastic body fraction was observed right before the release system¿. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination noted the steroid plug was missing, as received. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: previously reported g3 should have been (B)(6) 2026 rather than (B)(6) 2026. Correction: d9.

Event description:
It was reported that the right atrial lead exhibited failure to capture due to dislodged lead. The lead was repositioned on (B)(6) 2025 however, dislodged again and was attempted to be repositioned on (B)(6) 2025. During the procedure, the lead had a plastic body fraction, and the lead was explanted and replaced.